Event description:
It was reported that the catheter broke during removal. It was reported that surgeon pulled very hard on catheter. The catheter stretched and then broke. Surgeon believes that catheter was caught on an internal suture. Distal portion of the catheter remains in patient. The catheter was not retrieved due to the patient's age.

Manufacturer narrative:
The information contained herein is based on the information provided by the initial reporter. The device involved in this incident was not available for evaluation and investigation. Without the actual product, a complete analysis cannot be conducted. I-flow has prepared a technical bulletin in order to prevent or decrease catheter breaks entitled: " tips for preventing in-situ catheter breakage with the on-q post-op pain relief system." (1303971, rev. B). The patient guideline insert, I-flow has provided catheter removal instructions to ensure safe removal (1305285, rev. C) and the directions for use (dfu 1304266, rev. F) contains a warning: "6. Do not suture through catheter to avoid catheter breakage during removal." It is worth noting that I-flow's catheters are made of a non-toxic, medical-grade material that meets iso (B) (4) tissue compatibility guidelines for implantation of up to 30-days; complications may arise if catheter (or portion thereof) is left in the body for longer than this period of time. We reviewed our device history record, and all manufacturing operations were found to be within specification. A review of the lot history found this to be the only complaint for catheter break for the reported lot. If additional information that is pertinent to this event becomes available, I-flow will submit a follow-up report.